Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there is loose gasket over occlusion sensor¿ was able to be duplicated. The cause was unable to be determined. The downstream occlusion (dso) seal was delaminated/peeled off. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there is loose gasket over occlusion sensor¿; during device evaluation it was found the downstream occlusion seal was delaminated/peeled off. Patient involvement was unknown and no patient injury.